Event description:
Covidien formerly tyco healthcare received a report from a biomedical engineer that the unit provided intermittent audio in 2008. There was no pt harm reported.

Manufacturer narrative:
The unit was requested back for evaluation but the customer has opted to not return it. The manufacture facility has initiated a corrective and preventative action associated with the reported failure.